Event description:
It was reported that the patient experienced a driveline wound infection. The infection was reported to have resolved without sequalae on (B)(6) 2023.

Manufacturer narrative:
E1 - reporter address: (B)(6) . Reporter email was unavailable. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was previously admitted in (B)(6) 2023 due to driveline puss. The patient was treated with irrigation and suture but fat was still melting down due to the infection. The infection was being treated with betadine (povidone iodine) and pico vacuum in outpatient basis.

Manufacturer narrative:
The patient's previous admission in (B)(6) 2023 was reported under MFR # 2916596-2023-06378 manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.